Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation results, it is assumed that the suction tube became detached due to repeated physical stress on the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the control unit component was dirty due to water leakage on the fiberscope. Also, the suction tube was found to be detached on the scope. No patients were involved.